Event description:
I have silicone breast implants after having reconstructive surgery following a breast cancer bilateral mastectomy. At the end of (B)(6) 2010, I visited (B)(6). The weather was extremely cold, -16 degrees in the evenings. As the drive into the mountains climbed in elevation from (B)(6), I began to have shallow breathing. I remained clam and kept my breathing slow to avoid panic. When I got out of the car, my movements were extremely slow and restricted. I felt it necessary to pay attention to my breath, the shallowness was very present with heaviness in my chest, and I could not fill my lungs as I normally could. Throughout the next two days, I was restricted in movement in that I could not breathe to complete normal daily tasks. Walking across the room caused me to stop and catch my breath. My family and I treated this symptom as altitude sickness. I have never had altitude sickness with any prior visits to (B)(6). My last visit was (B)(6) 2010 with no symptoms what so ever. I contemplated, many times, if I should go to the ER but kept faith in that it would subside by drinking water as if it really were altitude sickness. As intense headache developed that enveloped my entire cranium. I do not have issues with headaches, certainly not one this intense. I felt handicapped. I am not handicapped. I am a normally functioning healthy capable woman whose breath was compromised by pressure in the chest. My implants were tighter than normal, larger as if they were swollen. On the drive back to (B)(6), there was a point where my breath returned to normal. It was about the same area where it was shortened on the way up. To say I was relieved I could breathe normally again is an understatement. A short while later, I noticed a loud sloshing sound in my implants. This has never happened since they were put in (B)(6) 2007. The slightest movement would result in a loud prominent sloshing sound that could be heard by others in the room. Their form remained normal. I couldn't tell if the noise was coming from inside or outside of the implant. The skin around the implant seemed normal as well. I was up all night evaluating if they were leaking or not. I found it odd that they would both leak but the noises came equally from both sides. Within a 24 hour time span, the noises were just about gone. There isn't a doubt in my mind that my implants reacted to the intense cold and the elevation of the area I visited. I cannot return to (B)(6) in fear this will happen again. Other than this experience, I am very please with the implant product and have no other problems or concerns with it.